Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a tear formed through posterior capsule after lens was inserted into the eye. Reportedly, the capsular bag could not hold the lens and the iol tilted. The lens was cut out and removed after incision was enlarged. The 15.5 diopter lens was replaced with a 16.5 diopter lens from another manufacturer and placed into the sulcus. Suture was needed to complete the case. Current patient prognosis described as ¿good¿. No other information is available.

Manufacturer narrative:
Correction: (contact name and email), (contact phone). The lens was returned for analysis. Visual inspection found one haptic bent. The optic was damaged and had deep scratches. Cause of damage could not be determined. Functional testing could not be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined.